Event description:
It was reported, that this pacemaker exhibited atrial undersensing of atrial tachycardia. Boston scientific technical services (ts) was consulted, and discussed troubleshooting with the health care professional (hcp), as well as options for optimizing programming. The hcp discussed the patient is not compliant. Therefore, it has been difficult to evaluate the patient in clinic. No adverse patient effects were reported. At this time, this device remains in service.